Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a octaray mapping catheter and post procedure the bwi product analysis lab identified that the spline f was bent and some electrodes of the spline were squashed or lifted. During the procedure, noise occurred on the carto 3 and lab side. The timing of the issue was after the octaray was connected and placed into the cardiac cavity. The medical team reconnected the catheter and cable but the issue persisted. The cable was replaced but that also didn't solve the issue. A new catheter was used and the noise resolved. The procedure was completed without patient's consequence.

Manufacturer narrative:
E1 initial reporter phone: (B)(6). The product investigation was completed. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. A visual inspection and electrical test on carto 3 system of the returned device were performed following bwi procedures. Visual analysis revealed that the spline f was bent, and some electrodes of the spline were squashed or lifted. The device was connected to the carto 3 system, and it was recognized and visualized; however, spline f could not be visualized due to three open circuits in the tip area. A manufacturing record evaluation was performed for the finished device 31167232l, and no internal action was found during the review. The electrical issue reported by the customer was confirmed. The electrical failure may be related to the electrode and spline damage; however, this cannot be conclusively determined. The potential cause of the damage remains unknown. The instructions for use contain the following recommendations: the instructions for use contain the following recommendation: the catheter is recommended for use with an 8.5 f guiding sheath because the distal spines may be damaged if used with a sheath that is not compatible. Do not use the catheter in conjunction with a transseptal sheath featuring side holes larger than 1.25 mm in diameter. Excessive bending or kinking of the catheter shaft or spines may damage lead wires and cause loss of electrode function. Do not use excessive force to advance or withdraw the catheter through the guiding sheath if resistance is encountered. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).